Event description:
The ventilator circuit with dual limb heated wires apparently overheated and started to melt the plastic tubing. The rt was notified and found the inspiratory and expiratory tubes stuck together with an approximate 6 cm area of deformed plastic that looked like it had melted but not perforated.